Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge error message during the load process.there was no impact to customer's blood glucose level. It was indicated that manual injections were available for back up therapy.